Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had a recurring constant tone anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump gave a constant loud beep alarm after basal delivery was suspended. The insulin pump will be replaced and is not expected to return for analysis.

Manufacturer narrative:
No audio/vibrate anomaly/absence of alarm anomaly nor keypad unresponsive/button error alarm confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.